Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The event occurred in (B)(6)germany. This medwatch report is being filed on behalf of livanova (B)(4). Analysis of the serial readout provided by the livanova field service representative was able to confirm the reported issue. This issue was caused when the plastic cap of a stopcock was dropped in the pump raceway, which blocked the pump. This was a user error.

Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and visual inspection identified a plastic cap of a stopcock in the pump raceway, which blocked the pump. The cap was removed from the raceway and subsequent functional and electrical testing found no further issues. A serial read out of the pump memory was performed and sent to (B)(4) for further evaluation. The unit was returned to service. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Issue not caused by device malfunction.

Event description:
(B)(4) received a report that the s5 double head pump stopped and displayed a "motor control fault" during a procedure. There was no report of patient injury.